Manufacturer narrative:
(B)(4) initial

Event description:
This companion 2 driver was not supporting a patient at the time of the reported issue. The customer reported that when the companion 2 driver was turned on, it exhibited a "system malfunction" alarm. This alleged failure mode poses a low risk to a patient because the driver was not supporting a patient at the time of the reported issue. In addition, it would not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no anomalies. Review of the electronic patient data file revealed no "system malfunction" alarm; however, a "single compressor malfunction" alarm occurred 34 minutes after the driver was started up while the driver was in single pulse mode. This implied that the driver was not connected to drivelines at the time of the alarm. This was most likely the alarm that was reported by the customer. Therefore, investigation testing encompassed testing the driver while in single pulse mode without connecting the driver to drivelines. During investigation testing, the "single compressor malfunction" alarm was not reproduced. Ambient temperature and barometric pressure directly affect compressor performance. This is likely the reason that the "single compressor malfunction" alarm was not reproduced during investigation testing at syncardia. The driver was functionally tested and passed all test acceptance criteria. During the investigation, the companion 2 driver performed as intended, and there was no evidence of a device malfunction. The driver was serviced and passed all final performance testing. Syncardia has initiated a CAPA (corrective and preventive action) to address "single compressor malfunction" alarms while the driver is in single pulse mode and is not connected to drivelines. The CAPA is in process. The reported issue posed a low risk to a patient because the driver was not supporting a patient at the time of the reported alarm. In addition, it would not prevent the driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
This companion 2 driver was not supporting a patient at the time of the reported issue. The customer reported that when the companion 2 driver was turned on, it exhibited a "system malfunction" alarm.